Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 2.3, lab: 4.1. One hour between inratio and lab tests. Patient tested again on the inratio meter after the lab result on (B)(6) 2013: date: (B)(6) 2013, re-test: 2.2. Re-test was done immediately after the lab. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.